Manufacturer narrative:
(B)(6) 2021. (B)(6) 2021.

Event description:
The customer reported the ventilator shut off while in use intermittently and alarmed. The ventilator was in use with a patient. The allegation of device shutdown during therapy delivery resulted in premature cessation of positive pressure therapy and an unspecified serious injury. The field service engineer (fse) confirmed the power light emitting diode (led) is illuminated with ac power but the unit does not turn on. The fse notes the power management board and battery had recently been replaced. The fse noted there were error codes in the log indicating check vent aux alarm supply failed and check vent blower temperature high. The fse replaced the power management board to correct the issue. The unit powered on and cycled normally. No problems were found related to the error from the log as well as no other errors were found. The ventilator run passed and the issue was resolved.

Manufacturer narrative:
Further good faith efforts were made to the institutional risk management department as requested by the institutional director of respiratory with no response yielded. Due to the absence of further correspondence related to the patient outcome of the event, further investigation has concluded that the no information has been supplied to the manufacturer that would indicate the presence of a serious injury occurring, nor any defined intervention being provided in order to prevent the occurrence of a serious injury. Therefore, this complaint record shall be downgraded from serious injury to an adverse event - product problem. On february 16, 2021 the v60 ventilator was retrieved from the customer site for further evaluation and investigation. Philips failure investigations confirmed the alleged malfunction occurring on date january 1, 2021. Based upon the investigation conducted, it was determined that the v60 power management printed circuit board assembly (pm-pcba) was implicated and replaced by a field service engineer on january 19, 2021. Based upon the information provided, the device malfunction has been confirmed. The pm-pcba was replaced per instructions with field change order# 86600050b, and the pm-pcba was scrapped and not returned to failure investigations.